Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). This report is being filed from the equdi: the complaint devices are not being returned, therefore unavailable for a physical evaluation. A review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A non-conformance search was performed for this product code: 222296, lot: 3901141 combination and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.capa0 to file USA FDA MDR missed malfunctions.

Event description:
This is report 2 of 2 for the same event. It was reported that during arthroscopic rotator cuff repair arcr surgical procedure, it was observed that two 4.5 healix advance br3sut w/oc anchor devices broke during insertion in the bone hole. The surgeon reported that he did not hear or feel anything when each device broke. It was also reported that no broken piece was left in the patient¿s body. There was no surgical delay or harm to the patient. The surgeon suspected the bone condition might have caused the breakage. The backup device was used to complete the case. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.